Manufacturer narrative:
This report is submitted on march 19, 2019.

Event description:
Per the audiologist, the patient experienced poor performance with device use. Troubleshooting attempts were made; however, this resulted in facial stimulation and high impedance measurements. Subsequently, the patient underwent revision surgery on (B)(6) 2018 to reposition the electrode array.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted 10 february 2020.

Manufacturer narrative:
This report is submitted on 26 march 2020. (B)(4).